Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the returned was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event is bending beyond the recommended angle.

Event description:
It was reported that the instrument broke during surgery. The surgeon was using the flexible screwdriver to put in a screw and it broke.

Event description:
It was reported that the instrument broke during surgery. The surgeon was using the flexible screwdriver to put in a screw and it broke.